Manufacturer narrative:
The device was evaluated by physio control and the reported issue was verified. It was observed that the readiness indicator was not flashing. It was also found that there was a 3 ohm short from signal to ground, which was caused by an internal short in ic (integrated circuit), u63. The root cause of the reported issue is a short in the ic (integrated circuit), u63, low power wifi module. Device was destructively tested. The customer received a replacement device.

Event description:
The customer contacted physio-control to report that their device would not provide voice prompts on initiation. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not provide voice prompts on initiation. Without voice prompts, the user would not able to use the device properly on a patient if needed. There was no patient use associated with the reported event.